Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an adjustable valve. It was reported that the valve was not adjusting. It was noted that the physicians assistant (pa) was maneuvering the locator tool and indicator tool more than the manufacturer representative (rep) was used to, but it was possible they were struggling to get the locator tool positioned exact. The rep thought the pa was doing the adjuster tool correctly. The guider tool was used for the final step, however, when the setting was checked, the valve seemed to have not moved at all. When the doctor attempted to adjust the valve, they were not able to change the valve setting either. The rep and doctor made sure the magnet came in straight. An x-ray was performed to verify the setting the valve seemed to be stuck at. Their valve setting was at 2.0. The pa was able to get it to the desired setting of 1.0 without doing anything differently than before.